Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a crack in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was unpacked and when they opened it from the packaging, they noticed the delivery system was cracked. The device did not enter the patient's body. A new delivery system was opened and used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged, with one of the tricuts folded back. The implant was deployed during analysis and found to be consistent with the reported information. No damage was observed on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported a crack in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was unpacked and when they opened it from the packaging, they noticed the delivery system was cracked. The device did not enter the patient's body. A new delivery system was opened and used to complete the procedure.